Event description:
As reported by the study, during percutaneous coronary intervention (pci), there was a side branch occlusion, which was treated successfully. This patient presented to cardiac catheterization unit with stable angina pectoris and 1-vessel disease was found. Pre-procedure medications included aspirin, clopidogrel and beta-blockers. Intra-procedure medications included clopidogrel and unfractionated heparin. Pre-procedure ck and troponin cardiac enzymes were within normal limits. Pci was performed on a 90% de novo lesion in the proximal to mid left anterior descending artery (lad) of 20mm in length in a 3.0mm vessel diameter. The lesion was classified as b2. Pre-dilation was done with a 2.5x20mm balloon at 8 atmospheres (atm) before a 3.0x33mm cypher select plus stent was deployed at 16 atm with suboptimal results. Post-dilation was done with a 3.5x20mm balloon at 22 atm. In addition, following deployment of this stent, there was an occlusion in the second diagonal, which was "lost" and recovered by balloon angioplasty. Timi flow pre and post-procedure were not documented. The residual diameter stenosis measured 0%. The patient was discharged the same day. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, ace inhibitors and beta-blockers.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.